Manufacturer narrative:
(B)(6). Device evaluated by MFR: the carotid device was returned for evaluation. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned sheathed with no guidewire inserted in the device. The investigator was able advance a boston scientific 0.014" (0.36mm) guidewire onto this device while the device was sheathed and remove it with a certain degree of resistance experienced. The investigator unsheathed the device and advanced the boston scientific 0.014" (0.36mm) guidewire onto this device without any issues. A visual and tactile examination identified multiple outer sheath kinks. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. No other issues were identified with the device.

Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. Post stent deployment, severe resistance was felt when the carotid wallstent delivery system was removed distal to the internal carotid artery stenosis. Both the delivery system and filterwire were retrieved separately. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. Post stent deployment, severe resistance was felt when the carotid wallstent delivery system was removed distal to the internal carotid artery stenosis. Both the delivery system and filterwire were retrieved separately. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. Post stent deployment, severe resistance was felt when the carotid wallstent delivery system was removed distal to the internal carotid artery stenosis. Both the delivery system and filterwire were retrieved separately. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.